Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda resulting in tr cannot be determined. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one triclip was implanted. The tr was reduced to grade 1 post procedure. On an unknown date, a single leaflet device attachment(slda) from septal leaflet was observed. Recurrent tr of grade 4 was reported. On (B)(6) 2025, additional intervention was performed. Additional triclip xt was placed in the central anterior septal aspect of valve. The tr was reduced to grade 1 post procedure. There was no clinically significant delay.